Manufacturer narrative:
(B)(4). To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form. (B)(4) submitted for adverse event which occurred on (B)(6) 2017. (B)(4) submitted for adverse event which occurred on (B)(6) 2018. In addition, a review of the manufacturing records was performed and indicates that there were no quality concerns associated with the manufacturing process.

Event description:
It was reported by an attorney that the patient underwent ventral hernia repair surgery on (B)(6) 2010 and mesh was implanted. It was reported that the patient underwent removal surgery, exploratory laparotomy, lysis of adhesions and small bowel resection on (B)(6) 2017 during which the surgeon noted a bowel obstruction where the mid ileum was adhesed to the previously placed mesh. One foot of bowel was noted to be compromised. Adhesiolysis was performed and the distal ends of the ileum were freed. The mesh was removed in continuity with the posterior fascia and bowel. The proximal and distal bowel ends were transected and removed. It was reported that the patient underwent laparotomy for a small bowel obstruction on (B)(6) 2018 during which the surgeon noted an adhesive band and the bowel was noted to be necrotic. The bowel was resected as well as an additional 6 cm of bowel distal to the volvulus, which appeared ischemic after the initial resection. It was reported that the patient experienced severe pain, inflammation, bowel resections, bowel obstructions, scarring, bulging, loss of appetite, stress and anxiety. No additional information is provided.